Manufacturer narrative:
Log file analysis review date: june 15, 2015. Data through: june 13, 2015. Normal power consumption. 1 low flow alarm was logged on june 13, 2015. The low flow alarm limit is currently set to 2,5 lpm. 156 high watt alarms have been logged since june 10, 2015. The current high watt alarm limit is set to 5,5 w. A rise in power consumption has been logged starting june 08, 2015 to a peak of 6.4 w on june 10, 2015 outside of normal power consumption. Current parameters have returned to power consumption within normal operation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
Operator of device (physician). IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks; including thrombus. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Clinical and patient factors including the reported sub-therapeutic inr are factors that likely contributed to the event. The pump remains implanted and therefore was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from lebanon by the distributor that a patient experienced a suspected pump thrombus. As reported the patient was hospitalized with uncontrolled anticoagulation, hematuria, elevated laboratory levels and abnormal pump parameters. The treatment by the facility is stated to be thrombolysis using tissue plasminogen activator. The outcome of the patient is "resolved no patient injury" and discharged home as stated by the reporter. No additional information was reported.